Event description:
Hcp reports device explanted and returned to the manufacturer for analysis after 46 months implant duration. The hcp referred to a cap death problem, but it was unclear if this was referring to this device. The hcp also stated the patient was not having any specific problems. Additional information received via a medsun report at the time of the device return indicates the device had failed. The form indicates the device may have caused or contributed to a serious injury, but no injury or adverse event is noted other than the comment "unsure of the pump performance so another pump was implanted." Several attempts have been made to acquire additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is completed.